Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A valid lot or serial number was not provided. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. As per abbott diabetes care¿s mobile device & operating system compatibility guide, which contains smartphone compatibility information for use with freestyle libre 2 apps, the samsung galaxy s23. Investigation attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on a samsung galaxy s20 (android 13, 2.8.4.9335) using a known good libre 2 sensor and did not identified any issues with the freestyle libre 2 app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung s23 ultra phone with android operating system. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and three seizures. The paramedics were called and obtained a blood glucose reading of 2.8 mmol/l, requiring the customer to be provided with sugar syrup and food as treatment from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung s23 ultra phone with android operating system. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and three seizures. The paramedics were called and obtained a blood glucose reading of 2.8 mmol/l, requiring the customer to be provided with sugar syrup and food as treatment from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.